Event description:
The patient's lead was implanted in the motor cortex area. Since implant, the patient stated his scheduled therapy was not working as he was told that it was programmed. The patient also experienced trauma to his head at the incision site a few days ago. The patient was at home. He reported his status as serious. The patient was encouraged to contact his health care provider. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.